Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. Additionally there was loss of capture (loc) and the lead is believed to be fractured. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.